Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of recq0446 showed fifteen other similar product complaint(s) from this lot number. The complaints for this lot number (recq0446) have been reported from two facilities in (B)(6).

Event description:
It was reported that the catheterization was conducted on the patient with the guidance of the ultrasound on (B)(6). Leakage was found at the tip end on (B)(6) during the catheter sealing. No discomfort such as swelling and pain of the skin occurred. The catheter was not removed.